Event description:
It was reported that during the procedure in the tortuous and moderately calcified distal right coronary artery, a 1.50x6 otw mini trek dilatation catheter was advanced over a miracle bros 3 guide wire to the target lesion. The balloon was inflated multiple times to 15 atmospheres (exact number of inflations is unknown). When attempting to remove the dilatation catheter over the guide wire, resistance was felt. The physician noted that the balloon had become crimped onto the guide wire. The catheter was ultimately removed from the guide wire without intervention. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device revealed that the reported balloon crimped to the guide wire could not be confirmed. The guide wire used during the procedure was not returned for analysis; therefore, it is unknown how it contributed to the reported incident. A conclusive cause for the initial resistance with the guide wire could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the investigation, no product deficiency was identified. Reportedly, the balloon was inflated multiple times to 15 atmospheres which is over the rated burst pressure (rbp); however, this could not have contributed to the reported difficulty as the inner member can withstand 18 atmospheres. It should be noted that the trek otw instructions for use states: balloon pressure should not exceed the rbp. Use of a pressure monitoring device is recommended to prevent over pressurization.